Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next link 2.4 meter and in-house contour next test strips from lot # 2epeg12a using blood sample, which gave a satisfactory performance.

Event description:
The customer reported that she was feeling unwell which was described as being dazed and unable to function. The customer ran a blood glucose test at 5:00 p.m. With the contour next link 2.4 meter and obtained a reading of 33.3 mmol/l. Based on the high reading, the customer gave herself 2.3 units of an additional insulin. The customer was resting and thirty (30) minutes later, she had a seizure. She was also shaking, sweating and could barely talk. The customer was given a glass of passionfruit fizzy drink. Another blood glucose test was performed at this time and a reading of 2.2 mmol/l was obtained. The customer was then given a drink of red cordial after which another blood test was run and a reading of 16.3 mmol/l was obtained at 6:15 p.m. The customer slept until 10 a.m. Of the next day. When she woke up she had sore muscles. The customer was unwell for two days as she felt exhausted. On (B)(6) 2023, the customer's blood glucose result was 8.2 mmol/l at 6:15 p.m. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.